Event description:
Five incidents reported of bd interlink cannula failure when used with the bd 5cc syringe. Tiny pieces of blue plastic cannula broke off inside the syringe. Potential harm to pt if this was not seen prior to injection.

Event description:
Add'l info rec'd from MFR 05/06/2004: two devices were returned by the user facility. One was unused in a sealed package and the other had been used to access a vial. The condition reported has been confirmed based on the returned used sample. Examination of this sample showed that a small portion of the vial access spike broke off and remained inside the syringe. No defects were evident on the unused sample. This condition is known to affect a small percentage of these devices manufactured in 2003 prior to process improvements implemented in august. No devices manufactured prior to january 2003 were found to display this condition. Since this is a manufacturing defect, it is not addressed in the product labeling. The condition was traced to a defect in the device assembly process resulting in small stress cracks in the spikes, which could cause them to break during insertion into a vial. The manufacturing facility has made changes to their assembly equipment to eliminate this condition. Testing of over 13,000 units produced prior to the correction resulted in only 12 particles drawn into the syringe with only one particle flushing out. A health hazard analysis (hha) reviewing the possible clinical effect of this condition concluded that the potential for patient injury was remote. This conclusion was based on an extremely low defect rate coupled with a remote chance that any particles would be injected into patient's circulatory system. The hha did, however, take into account the chance that a particle could be released, and determined that even if this were to occur, there is a negligible risk of such a particle causing significant harm. Also, to co's knowledge, no injury has ever been alleged to result from this condition. In december 1,000 samples of product manufactured after the correction were tested and no defects were found. Complaints have showed a decline in the past several months. Based on the results of the extensive investigation of this condition it was decided that no field actions should be taken at this point. It was also determined that suspect devices currently in bd inventory would be scrapped to reduce the possibility of an additional occurrence.